Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. (B)(4)a device history record review of the subject device will be requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sliding mechanism was found to have a broken clamp. It is unknown when the breakage occurred, but it was confirmed that it did not happen during a surgery. There was no reported patient or procedural involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event is unknown. No service history review can be performed as part number 314.291 with lot number(s) 08.1794 / 5861889 is a lot/batch controlled item. The manufacture date of this item is 26-aug-2008. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was completed for part# 314.291, lot# 08.1794. Manufacturing location: (B)(6), manufacturing date: aug 20, 2008. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation has been completed. The customer reported the clamp wasn't working. The repair technician reported the spring was missing. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Product development investigation has been completed. A visual inspection, device history review (DHR) and drawing review were performed as part of this investigation. The complaint is confirmed. The part was evaluated at customer quality and in addition to the missing back spring, the black handle was also broken in two pieces and the both black spring covers/lids were missing. Replication of the complaint is not applicable with the complaint condition. The sliding mechanism is used in conjunction with one of the four attachment arms (hohmann-style arm, pelvic arm, percutaneous arm and bone hook-shape arm) to construct the collinear reduction clamp. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. A review of the relevant assembly design drawings for the sliding mechanism was performed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause was able to be determined. However, the failure mode is typically associated with excessive loading and/or rough handling. The applied force during use likely permitted final separation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.